Event description:
It was reported that the ampoule bottle from the zimmer dough type bone cement shattered into pieces when the surgeon held onto the tip of ampoule bottle with a kocher clamp. Additional clinical follow up with the customer indicated that while the surgeon was holding the ampoule with the clamp, the ampoule broke on the packaging. The customer verified that this did not come into contact with the patient and the product was not used. There was no harm or delay involved and the procedure was completed with an alternate package of bone cement.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A review of the manufacturing records was performed and there were no non-conformances during manufacture that would be related to this complaint. All testing requirements were met. The cause of this complaint cannot be determined because the device was not returned.